Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. During stapling of the stomach, the loading unit caught and did not fire. The staple trigger broke off the device. Nothing disengaged into the patient cavity. Another loading unit was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
New information was received by manufacturer on 9-18-17. If information is provided in the future, a supplemental report will be issued.